Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental medical device report (smdr # 02) is being filed to correct the date received by manufacturer date on the prior submitted initial MDR: upon further review of this case, it was learned that the initial MDR date received by manufacturer date submitted as 05/24/2018 was in error. The correct date is 07/16/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that sixteen years following a cataract extraction with intraocular lens implant procedure, the iol has an increased density of nano-glistenings and opacification appearance. The iol also has a yellow hue. The patient has no vision loss and is without complaint.